Event description:
Boston scientific crm received information that, during a routine follow-up, this device could not be interrogated. The device was not pacing, and patient heart rates were observed as low as 35 bpm. This device is part of the hermetic sealing component original population product advisory, which was initially communicated on 7/18/2005. No adverse patient effects were observed.

Manufacturer narrative:
A replacement procedure was scheduled. This event will be updated and resubmitted once further information becomes available.

Manufacturer narrative:
The available information suggests a replacement procedure was performed. The hospital was contacted in an attempt to determine whether the device will be returned for analysis, however, no further information has been received. This report will be updated and resubmitted if additional information becomes available or if the device is returned for analysis.

Event description:
--